Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was scratched and unable to be read safely. It was reported that the user blood glucose (bg) reading was 363 mg/dl.   No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event.  This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2019 with the following findings: a visual inspection of the pump revealed no scratches found to the display. Unable to duplicate or confirm the original complaint of a scratched / damaged display issue. Further investigation was unable to be completed due to no power to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.